Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. What is the procedure & event date? What was used to complete the procedure? Could you please confirm if the patient suffer from any consequence due to the issue? If yes please explain. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral . Strength ¿ = 275 g/m. Events reported in 2210968-2021-13077.

Event description:
It was reported that a patient underwent a myomectomy surgery on an unknown date in 2021 and suture was used. During the procedure, the thread was easily torn when tying the knot. No adverse patient consequences were reported. Additional information was requested.